Event description:
The customer reported the ventilator had an odor of overheating on power up. The ventilator was not in use on a pt, therefore there was no pt involvement or harm. The MFR's service tech confirmed the customer reported problem. Visual inspection of the power supply showed signs of overheating. The service tech reported replacing the power supply to correct the findings. Damage to the power supply or snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na